Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 9 mm from the distal end. And there was a scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. It is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue and the stress was put on the probe and as a result the probe broke. The t3905 instruction manual already states; warning: do not activate ultrasonic output while twisting the insertion section or turning the rotatable knob. Doing so could damage the probe. Warning: this instrument may only be used on soft tissue. Do not use it on cartilage, bone, or hard objects. Doing so may damage the instrument or make it impossible to remove from the trocar tube. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a hysteromyomectomy procedure, the probe broke and fell off into the patient's body. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device. The procedure was completed as scheduled. There was no patient harm reported.